Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial power on reset occurred. Concomitant medical products: 459888 lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was observed with a diagnostic reset. The device remains in use. No patient complications have been reported as a result of this event.